Event description:
It was reported that at about 10:00, the patient knew her neurostimulator (ins) was turned off because she "felt terrible." The patient turned the ins back on and was ok. It was noted that the patient saw the icon for low batteries on the patient programmer.

Manufacturer narrative:
(B)(4). Lead: model 3389s-40, lot# v297527, implanted: (B)(6) 2012. Extension: model 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Programmer: model 37642, serial# (B)(4).